Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber was recently received at fisher & paykel healthcare in (B)(6) for investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(4), via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber had a cracked chamber dome. There was no patient consequences.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and tested. Results: visual inspection of the returned complaint mr290 chamber revealed no visual defect on the chamber dome. However, it was observed that the chamber dome flange had a deformation on one end. The chamber dome gasket was further observed with discolouration on the outer perimeter, and the diameter was smaller in comparison to a sample chamber dome gasket. Testing of the returned complaint chamber also revealed that water was leaking at the connection between the chamber dome and the chamber base. Conclusion: based on the investigation of the returned complaint device, it is likely that the complaint mr290v chamber was subjected to excessive heat. It is likely that the excessive heat caused the observed deformation of the chamber dome flange, and the discolouration and shrinkage of the chamber dome gasket. The physical changes observed may have weakened the seal between the chamber dome and chamber base, resulting in water leakage at the dome-base connection. The mr290 chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure there is water supply connected to the chamber and that water is present within the chamber". "Do not use the chamber if the seals are not intact when received, or if it has been dropped." "Do not fill the chamber with water in excess of 37c".

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber had a cracked chamber dome. There was no patient consequences.